Event description:
Additional information was received and reported the lead was replaced.

Event description:
It was reported that an atrial lead warning for high impedance was found at a routine device check. An xray was performed and a part of the lead appeared to have been bent suggesting a possibility of a fracture. The lead is unable to pace but continues to be able to sense, remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addrl1 ipg implanted: (B)(6) 2010. (B)(4).